Event description:
It was reported by the sales that during the case error message e000d, marker laser current-cycle power occurred after completing two and a half stick sites. Three fibers were tried, but the error was unrecoverable. The case was aborted with no patient consequence. Laser being returned for repair.